Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l info from the importer report: add'l info has been requested, but not rec'd.

Manufacturer narrative:
(B)(4). Add'l info from the importer report: (B)(6) 2013; uretex sup urethral support system; cat#: 485013. (B)(6). Attorney.

Manufacturer narrative:
Medtronic complaint number: pe:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure (s) performed: perivaginal repair with tension perivaginal tape. Reason for mesh implantation: large cystocele and stress incontinence alleged complications post placement include, pain, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. 2010: mesh revision surgery